Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and results. Did the patient receive any medical intervention for the hematuria? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2004 and the mesh was implanted. Following the procedure, the patient was referred to urology with uti and hematuria. The patient experienced bilateral bladder stones growing on exposed mesh within the bladder which was removed at cystoscopy. The patient underwent an open cystotomy and bilateral mesh was removed on (B)(6) 2017. The patient experienced urinary tract infections, hematuria and bladder symptoms from stones formation. It was also reported that the patient underwent an open surgery to remove stones and exposed mesh in bladder. Additional information has been requested.